Event description:
The international philips field service engineer (fse) reported that a ventilator gave a check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) error code during a check at the repair center. Additionally, the touchscreen was misaligned during servicing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported issue. The philips international field service engineer (fse) replaced solenoid valves 3 and 4 to resolve the proximal pressure sensor auto-zero failed" issue. Additionally, the touchscreen was replaced to address the touchscreen misalignment issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.